Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and faulty connector. A root cause could not be identified. Based on the results of the investigation, it is likely there was no image and error codes due to the faulty connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a constant error and not connecting to the tower. The event had occurred during inspection for use. There were no reports of patient involvement.